Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged nasal/throat irritation or soreness. The device was returned, and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury. The device was returned to the manufacturer¿s product investigation for investigation. The manufacturer visually inspected the device. The manufacturer found no evidence of sound abatement foam degradation. The device¿s downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The device was returned to a manufacturer's product investigation laboratory. The device has been inspected by the manufacturer. The evaluation result found unknown dust contaminant on blower, blower seal and blower box. A high pitch, whiney noise was detected during airflow confirmation. A continue error, e-193 logged that was not reproduced with continued usage and does not impact this investigation. The lab investigation confirmed no presence of sound abatement degradation using foam integrity test tool (fitt). The investigation unable to directly address the symptoms or complaints. In this report, box a, d, g, h has been updated/ corrected.